Manufacturer narrative:
Main component of the system and other applicable components are:product ID 3889-28, lot # va0gvdv, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0gvdv, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought the doctor who implanted the device did not place it correctly. She still had to go to the bathroom 18 times a day. She was not positive if this was the reason it did not work for her but thought so based on information from her new healthcare professional (hcp). She was undergoing another trial with a different physician. Her physician told her that her previous hcp did not implant the electrodes in the proper area of the spine. If the trial was successful she would have another system implanted and have the current one removed. The issue had been occurring since implant on (B)(6) 2014. It was later reported on (B)(6) 2016 that patient reported 50% improvement with frequency of 8x and urge severity. The patient experienced 2 episodes of vaginal bleeding in the last 2 weeks with physical activity. Typically the stimulator is positioned somewhat deeper. The patient was interested in trial of a new electrode with old system off which was tent scheduled for (B)(6) and 2nd part on (B)(6). The patient felt like she was voiding 10-12 .she ¿felt the bladder was ruling her life having to drop things to urinate¿and urgency was becoming more of an issue. The patient indicated of loss of urine with stress. The impedances were okay. The patient still had excessive daytime frequency. Fecal incontinence was noted. The chief complaint was mixed urinary incontinence of frequency and urgency. It was reported that the original electrode was placed by a different health care provider on (B)(6) 2014 and the new electrode was placed on (B)(6) 2016 by a different health care provider and testing was performed for 2 weeks. It was noted that x-ray was done on (B)(6) 2016 showing electrode migration with the electrode from wire in (B)(6) 2014. It was noted that the impedance tested and was ok on (B)(6) 2016 to check on the (B)(6) 2014 electrode. The old electrode in 2014 was removed on (B)(6) 2016 and a new implantable neurostimulator was placed with a new electrode. A new electrode tested in (B)(6) 2016 while turning off the old electrode. The patient tested for 2 weeks and had a better result with the electrode that was placed. The patient felt 50% improved and indicated that the new electrode was working better than the previous one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0gvdv explanted: (B)(6)2016 product type lead correction: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device ¿was installed wrong¿ and was removed (replaced on (B)(6)2016). The patient stated that the ins was removed and replaced with the leads reused with the same device. The patient noted that the issue occurred ¿about a month or two¿ before the replacement surgery (2016). (Omitted information not related to the implanted device, see general text)